Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump had condensation and water under the screen. Troubleshooting was performed. The customer went to swim with the device on an shortly after the up arrow key stopped working. No further information was provided.